Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels. Customer's continuous glucose monitor read "low," however, specific blood glucose (bg) value was not provided. Reportedly, customer required assistance administering glucagon injections or glucagon nasal spray to address bg level. Additionally, customer "passed out" and fell an unspecified amount of times, subsequently sustained bruises from the fall. Reportedly, control iq software did not suspend insulin deliveries as intended. Tandem technical support reviewed pump data and verified the control iq software functioned as intended. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.